Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. Simulated clinical use testing was conducted, the device was fired 5 times to collect sample, 3 times in a mode and 2 times in d mode. The device was able to successfully collect sample in both a and d mode. The product evaluation was not able to confirm an insufficient sample collection issue. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.